Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, the device had normal telemetry communication and output. Longevity assessment found device operating at elective replacement indicator (eri) and signs of rapid discharge were noted. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found at normal level with signs of rapid depletion noted. Hybrid circuitry was tested, resulting in normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available. The patient condition was stable.

Event description:
New information indicates that the pacemaker was explanted and replaced on (B)(6) 2025. The patient condition was stable.